Manufacturer narrative:
The device was returned for evaluation and the complaint observation was confirmed. During visual examination, a loose particulate was found inside the fluid path of the device. The particulate was evaluated via ft-ir analysis and was identified to be a manufacturing component with an area measurement of 3,060,000 micro millimeter squared. No other visual damage, contamination, or other abnormality was found to the sealed sterile barrier pouch packaging and device. A review of the device history record (DHR) revealed no non-conformities related to the device. A manufacturing defect was confirmed. Product risk assessment was performed and corrective and preventative action were taken. The compliant trend was assessed and was found to be in control. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
During incoming inspection by the distribute in (B)(4), an unknown loose with particulate was noticed on the non-wire reinforced section of the device.

Manufacturer narrative:
Correction on the unit. From micro millimeter squared to squared micrometers.